Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she was allergic to the paper tape. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).